Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported receiving higher blood glucose readings while using the infusion sets. Call disconnected. On call back on (B)(6) 2011, patient stated he cannot recall the date this happened as it was 2-3 weeks ago. Patient does not recall the blood glucose reading. Patient reported he brought his reading down by programming either an extended bolus or a multiwave bolus and changing his infusion site. Patient stated upon removing the infusion set cannula from his body, he noticed that the "cannula edges were a little bent." Patient stated the bend was located at the bottom of the cannula. Patient uses the insertion assist plus device to insert the infusion sets. Patient reported no concerns with inserting the infusion headset. Patient stated he noticed no leak at the infusion site. Patient reported he noticed the issue only one time. Patient discarded the alleged infusion set. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.